Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system experienced an inappropriate shock shortly after running. Upon review of device data in clinic, evidence of right atrial (ra) lead undersensing was observed. A chest x-ray was performed that revealed a ra lead fracture. The ICD was reprogrammed to vvi and therapy zones were adjusted. This system remains in service. No adverse patient effects were reported.